Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that there was an electrode plate failure. The fse evaluated the device on site and it was determined the electrode plate needed cleaned. The fse cleaned the electrode plate resolving the reported issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was with the electrode plate needing cleaned. The reported problem was confirmed. The fse cleaned the electrode plate resolving the reported issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.